Event description:
It was reported that the sola 700 light together with the cardanik came off from the spring arm. No pt involvement.

Manufacturer narrative:
The investigation is ongoing. Investigation results will be reported in a f/u report.